Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.